Event description:
Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: (B)(4). Device evaluation: visual analysis of the returned device identified broken shell and white particles in the shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken edge on anterior and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken edge on anterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5., b.6., d.6b., d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.